Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right ophthalmic artery with a max diameter of 18.69mm and a 6.86mm neck diameter. The landing zone was 2.89mm distally and 4.06mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure showed slowing blood flow and contrast agent retention. It was reported that the surgeon planned to perform blood flow diversion dense mesh stent implantation to treat the patient's internal carotid artery c6 segment large aneurysm. After size measurement and selection, consider using ped-400-35 or ped-400-30 for treatment. The surgeon chose a longer 400-35 to prevent the aneurysm neck from becoming larger than the stent. However, during the stent deployment process, the middle section of the stent could not be opened. The pipeline's middle and proximal sections were positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. After about 30 minutes of adjustment and 2 full retrieval and deployment, it still could not be opened; the surgeon had no choice but to remove the system with the microcatheter and replaced it with ped-400-30 for surgery, which was successfully deployed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the middle¿ was not confirmed as the middle of the braid was found fully opened with no damage. The cause of the failure to open could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and user deploying braid in vessel bend. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The user deploying the braid in the vessel bend may have contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.